Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the nurse increased the customer's basal rate settings for 2 am. The customer consumed food to treat low bgs. Reportedly, the customer consulted with health care provider regarding adjusting the basal rate settings.